Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The patient reported a slight shock in the right above the battery but below the clavicle on (B)(6) 2017 the patient also reported a recent fall. The rep reported that the patient's impedance was within range during their normally scheduled appointment. The rep reported that the patient's healthcare provider (hcp) did not seem to think the event was a product issue because it was not consistently occurring, and they requested that the patient report any further issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient did not draw any correlation between the fall and the socking sensation. Impedance measurements were taken and found to be normal. The shock could not be re-created through any type of motion. The patient¿s hcp examined the patient and did not feel it was a device issue. The hcp instructed the patient to contact them if the if they are shocked again.